Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor smooth round moderate profile 425cc, catalog number 3501670, sn (B)(4), lot 6449504. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425cc and experienced left deflation. As a result, the patient had undergone removal and replacement with a mentor smooth round moderate profile 425cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, during visual inspection of the device a tear was observed on the union between shell and valve. Microscopic examination was performed and the cause of the rupture could not be identified. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number 6449504, and no non-conformance's related to the reported complaint were identified. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).